Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in block e1, initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine equipment check that the cardiosave intra-aortic balloon pump (iabp) displayed a battery maintenance message. No patient was involved.